Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a 4.00 x 16mm synergy stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with stent struts on the four most proximal stent strut rows lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks at several locations along the shaft polymer extrusion. A recommended 0.0140 inch guidewire successfully loaded through the tip without issue. Hardened media was observed in the inflation lumen. There was an attempt to inflate the device to rated burst pressure (rpb), but the balloon did not inflate. There were no signs of leaks and the device held pressure. The device was placed in water bath to soak overnight. The inflation device was verified before and after use. After soaking overnight, a second attempt was made to inflate the device. The device was inflated to rpb without issue. The stent expanded, the proximal stent was damaged at the same location as observed prior to inflation. A vacuum was pulled and the balloon deflated fully within specification. The inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26feb2020. It was reported that failure to inflate a balloon occurred. A 4.00 x 16 synergy stent balloon was advanced to the target lesion, but the balloon would not inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the procedure went fine. However, device analysis revealed stent damage.